Event description:
I had bilateral tmj implants from tmj concepts implanted in 2000 and I am still experiencing chronic pain, headaches, neck pain, dizziness, nausea and vomiting, vertigo, tmj pain and severe tenderness at the site and in the muscles surrounding the joint, confusion, very limited mouth opening, fatigue, double vision, eye pain, muscle tenderness, losing my teeth due to lack of saliva and medications, etc. I also am taking numberous narcotic pain medications and have had an occipital neurostimulator implanted to help relieve the pain. Between the use of the pain medications and stimulator, my pain has decreased about 30%, but I seem to continue to have much trouble dealing with the pain I am in and the other systems I have and the new ones that seem to occur as time goes by. This problem started in 1984 with a car accident that dislocated my right disc from the joint which was not able to be put back in place manually or surgically. Three yrs after the surgery, the condyle had fused to the temporal bone and had to be surgically fixed and a teflon disc was inserted. Then the teflon disc caused problems about a yr later when it ended up in many pieces that some of which are still in the surrounding area and muscle. After that, I had several arthroscopic surgeries just to try and clean out the teflon particles and then a temporal muscle flap was taken and put in between the condyle and the temporal bone. This only lasted for about 1 1/2 yrs until the temporal muscle flap was cut by a piece of teflon, so the blood supply was lost and the muscle died. So until the implants were put in this is how it was, just getting worse and worse. More painful and more limited opening, harder to talk and harder to eat. During all this, the left side of my jaw is starting to have problems because of the overuse and pressure on it. Implanting surgeon says, the implants are fine. Had to stop working due to medical issues.